Manufacturer narrative:
Aroa's review of manufacturing documentation for the subject lot (ert-24i15) has confirmed that the devices were produced in accordance with established procedures and all process and final release specifications were satisfied. Adhesions, perforation, and infection are noted as potential complications in the instructions for use of the device. There was no evidence to indicate that the device caused or contributed to the event.

Event description:
A patient underwent hernia repair with ovitex lpr on (B)(6) 2025. The surgeon sewed the device in place and also utilized a capsure tacker (permanent stainless steel and peek). The patient returned symptomatic for abscess and underwent exploratory laparotomy approximately 5 weeks later. Upon reoperation, it was noted that adhesions were present along with some erosion into the bowel. The product and a portion of the bowel were excised.